Event description:
While performing a balloon angioplasty with a 2.5 x 13mm maxxum (scimed), the catheter shaft broke off in the pt. Dr was able to retrieve the broken balloon segment. Without any adverse effects to the pt. Device sent to risk mgmt.